Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician performed bench testing on the ventilator. All testing¿s was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 117 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported by the customer that the patient was not ventilator dependent and usually used the ventilator only at night time, between 11pm to 6am. On sunday night, (B)(6) 2016, at approximately 2:10am, the nursing home aid heard the ventilator alarm so the nurse entered the patient's room. The nurse noticed that the ventilator circuit was disconnect at the trach tube and the nurse began to resuscitate the patient with manual ventilation. 911 was called and the ventilator was shut off at that time. The patient was transported to the hospital via ambulance but passed away approximately at 7:00pm that same day in the hospital. The ventilator alarmed during the incident with disc sense, low minute volume, and low pressure, alarming both audibly and visually. The customer reported no allegation of the ventilator causing harm to the patient.